Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a greater than 5.5cm diameter abdominal aortic aneurysm. It was reported that the patient had a type ia endoleak that was seen on a follow-up CT. During review of the CT and initial angiogram it was observed that at the index procedure the left accessory renal artery was preserved. The physician stated that cause of the endoleak was due to calcium in the proximal sealing zone. The decision was made to perform an intervention by extending to the right renal artery, preserving both primary renal arteries as this would provide 10-12mm of additional seal. The physician implanted an endurant aortic cuff, as planned, but there was still a residual proximal type I endoleak. The physician elected to implant five heli-fx endoanchors and the proximal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.